Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing resulting in pacing inhibition. The device was explanted and returned for analysis.